Manufacturer narrative:
The sample was in a greiner plasma tube with gel. The second result was obtained from an insert cup into which the sample was poured off from the original sample tube. The customer was informed that pouring off sample, instead of aspirating, can cause flier. Qc levels 1 and 3 were run before and after the event and recovered within the established ranges. System check performed on (B)(4) 2011 passed all specifications. System check performed on (B)(4) 2011 failed on first run but passed on re-test. Bci field service engineer (fse) was on site on (B)(4) 2011, and noted sample probe and wash tower were sticky and appeared to contain gel. The fse cleaned the probe and back flushed the wash tower. The fse ran a system check, a carryover test, a high sensitivity system check. All passed specifications. The fse did not identify any hardware issue. Although improper sample handling technique was noted, no definitive root cause for this event has been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to inconsistent thyroid stimulating hormone (tsh) results generated on unicel dxi 800 access immunoassay analyzer for one patient. The initial result was reported out of the laboratory. But the repeat testing produced results that were outside the claimed imprecision range. There was no report of death, injury, or change to patient treatment attributed or connected to this event.